Event description:
The manufacturer received information alleging a trilogy device failed to function. There was no harm or injury reported. The device was evaluated on site by the manufacturer's field service engineer. The device was alarming for a service required alarm condition indicating an o2 board failure. The device's fio2 board needs to be replaced to address the issue. The device failed a test step for a leakage issue. The device's sensor board and tubing need to be replaced to address the issue.